Manufacturer narrative:
Evaluation summary: the customer provided the system settings and images of the optical coherence tomography (oct) scans and the overlays on video microscope (vm) for review. The settings and vm image did not have any notable issues that might have caused or contributed to the event. The oct circle scan, however, displayed a ¿shadowed¿ section through the entire thickness of the lens. Shadows in the oct image can be an indication of an obstruction (e.g. Debris, scaring, or bubble) preventing light from traveling through the layers of the eye and produce a complete and clear oct scan. The shadows in the provided image begin at [approximately] the 180° position. When the shadows are traced to the cornea, there is a darker section on the cornea that appears to be an obstruction. If there was an obstruction at that position during the event, it would be expected that the laser treatment would be less effective for that area and can result in the reported incomplete capsulorhexis. However, with the information obtained, it cannot be determined conclusively that what is seen in the image is in fact an obstruction. Although the oct image is not used for diagnostic purposes, surgeons are trained to look for unusual images and investigate further when something is seen. It is possible that the surgeon noticed the shadows, investigated, and determined that no obstruction was present. There is insufficient evidence to support that the incomplete incision contributed or caused the event as reported by the customer. As other factors, along with a system issue, can result in a capsule tear (such as patient anatomy, patient movement, or surgical technique), it also cannot be determined whether the laser contributed or caused the reported anterior capsule tear. The root cause of the reported event cannot be determined conclusively.

Event description:
A healthcare professional reported that an anterior capsular break occurred due to incomplete capsulorhexis during a laser assisted cataract surgery on the patient's left eye. An anterior vitrectomy had to be performed to complete the surgery. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).